Event description:
It was reported that the patient experienced recurrent low blood glucose, including a nocturnal value of 39 mg/dl, in the context of a protein-heavy diet, frequent missed meal announcements, gastroparesis, and dialysis; the treating clinician instructed the patient to sip sugary drinks throughout the day, and lows were treated with oral glucose, with variable carbohydrate response. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication and a serious illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.